Manufacturer narrative:
Contacted FDA on 09/08, to gather add'l info. Contact reported that very little info was supplied on the initial medwatch report. The device is not available for eval and the catalog/lot numbers are not known at this time. If add'l info is reported this complaint file shall be updated. Info is limited at this time and no conclusion can be made.

Event description:
FDA forwarded a letter reporting that they had rec'd at medwatch report mw1039867 in regard to the depuy spine charite artificial disc. The pt had charite implanted at l5 / s1 in 2005. Now pt reports pain and other complications. Pt claims to have not gotten better after 10-months.